Manufacturer narrative:
No button error alarm noted. Pump had no button response due to corroded keypad traces. No moisture damage on electronics and motor noted. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear. Customer's blood glucose was 84 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.